Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the caller reported seeing a message on the controller that says battery low, recharge the controller soon. Caller plugged the controller into the ac power supply and confirmed the green light was flashing above the screen; agent reviewed charge duration and advised to charge controller to full. Caller noted they didn't feel like "it" was working, which agent understood as stimulation, and inquired as to how to increase intensity. Agent reviewed instruction and had caller unlock controller while connected to ac power supply. Caller confirmed seeing no device found and commented they thought the implant had been charged to 60% that day, but could not confirm. Agent reviewed no device found message and advised caller to call back once the controller was charged if further assistance was needed.